Event description:
It was learned through the response of a related event that the patient has expired after implant duration of approximately 0.07 months. It is listed on the death certificate that the patient expired due prosthetic aortic stenosis and coronary artery disease.

Event description:
On (B)(6) 2009, the pt reported that she bent her insulin infusion set cannula while inserting it on (B)(6) 2009. She stated she is new to pump therapy and inserted the headset with a slow motion and by hand. She was advised to insert the headset with a quick motion at a 90 degree angle. She rec'd an occlusion message on her infusion device and, when she moved her headset, she saw it was kinked. She said she discarded the headset and the box it came in. She inserted a new headset and has had no further issues. A courtesy infusion set insertion device was sent to the pt. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for eval.

Event description:
Customer's nephew reported customer received error messages (e-2 and e-3) from their freestyle freedom lite meter. Customer's nephew reported customer experienced symptoms of sweatiness, non-responsiveness and losing consciousness. Paramedics were called and they treated customer with intravenous solution and then transported customer to a health care facility where he was being diagnosed with severe hypoglycemia. The treatment at the health care facility is unknown. There was no report of death or permanent impairment associated with this case.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
Device not returned this event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient's registry. The operative report and death certificate was received through a related event; however, that event was reported on an asr (alternative summary report).